Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to an error message, 2 days prior to session's end, she noticed that sensor wire had broken and a sensor wire piece had remained inserted in pt's skin. Pt's mother was able to pull sensor wire out of pt's skin with tweezers. While the insertion site was slightly reddened, the pt complained of no discomfort.